Manufacturer narrative:
Date of event estimated. Correction - device information corrected to reflect the correct ipg (sn: (B)(6)).

Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - codes: during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient has a proclaim header and medtronic leads. Therefore, it is unknown when or why the pervious abbott ipg was explanted. Surgical intervention took place at a future date on (B)(6) 2023 where the patient's full system was explanted and replaced with both abbott ipg and leads to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. Surgical intervention may take place at a future date to address the issue.